Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The image disappeared when the angle was applied. The operation unit was damaged. The grip, universal cord, angle lever, up/down plate, light guide connector, video connectors, video connectors cover, and switch box had scratches. The universal code was collapsed. There were flaws in the instrument port. The insertion site was wrinkled. The ns unit was damaged. The bending section cover adhesive was missing. There was insufficient articulation with the angle operation. There was a water leak from the bent bending section cover during the water leak inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the visera cysto-nephro videoscope was connected to the otv-s7pro-visera pro video system center and turned on, but no image was displayed. Characters such as patient information were displayed. The issue did not go away even after restarting. The visera cysto-nephro videoscope was replaced with the same type of scope and the issue was resolved. The intended procedure was performed with no patient harm. During the evaluation of the device, it was noted white objects emerged from the forceps channel during the leak test due to insufficient or incorrect reprocessing and the instrument port had a scratch. This report is to capture the reportable malfunctions of white objects emerged from the forceps channel during the leak test due to insufficient or incorrect reprocessing and the instrument port had a scratch noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "the image was not normally displayed" was presumed to be due to the following: it is presumed that the ccd (charged coupled device) cable failed due to moisture which entered from a leak in the a-rubber (bending section cover) and the phenomenon in which the endoscopic image was not normally displayed occurred. The suggested phenomenon of "a white object came out from the forceps channel during the watertight inspection" was presumed to be due to the following: reprocessing could not be correctly conducted and medicine remained inside the forceps channel and then the "white object" came out, due to the aforementioned hole in the a-rubber. The suggested phenomenon of "scratches on the biopsy port " was presumed to have been due to excessive force to the biopsy port. Olympus will continue to monitor field performance for this device.